Event description:
It was reported that "during dialysis, the integrity of the hemodialysis catheter was completely compromised, it separated from itself." "The catheter shaft detached from the bifurcate allowing air into the blood system. This is believed to be the cause of death."

Manufacturer narrative:
An investigation has been initiated. Requests for additional information and the device sample have been made. When the investigation is complete, a supplemental report will be submitted. Additional information from the user facility report: dura-flow hemodialysis catheter, hemodialysis catheter with cuff, (B)(4). Catalog #: 8010312, serial # (B)(4), lot# mavq7502m, date user facility: (B)(6) 2011.